Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2011 and was implanted with an lfit anatomic v40 femoral head and accolade tmzf hip stem. His right hip was revised on (B)(6) 2022 allegedly due to elevated metal levels in his blood and suspected alval.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.